Event description:
Prior to a coronary artery stenting treatment procedure a shaft break occurred. During preparation of the stent the shaft broke. The procedure was successfully completed with a 3.00x18mm firebird stent. No patient complications were reported. The patient status is reported as 'satisfactory/good'.